Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit is unable to power on. There was no patient involvement.

Manufacturer narrative:
Corrected fields: e1(event site postal code: (B)(6)), h6(health effect ¿ clinical code). A getinge field service engineer (fse) evaluated the iabp unit and discovered that the unit had two issues and would not power on the replaced suspect power supply; the power-up issue persists and found cause to be solenoid driver pcb . The monitor also was replaced as it would not power on, performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.